Manufacturer narrative:
A visual examination of the device found the basket to be fully retracted and the side car-rx presented pushback out of specification. Additionally, the coil assembly sheath was buckled. A functional evaluation was performed by extending and retracting the basket with no issue noted. The condition of the returned unit was consistent with the complaint incident that the device presented side car-rx pushback. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. It appears the multiple uses of the device caused the side car-rx to pushback. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a removal of bile duct stone procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the trapezoid basket was used to remove a stone, approximately 4cm by 6cm in size. After several uses the side car-rx (guidewire port) appeared pushed about 3 cm. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a removal of bile duct stone procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the trapezoid basket was used to remove a stone, approximately 4cm by 6cm in size. After several uses the side car-rx (guidewire port) appeared pushed about 3 cm. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.